Event description:
It was reported to philips that the wireless footswitch had a connection issue. The device was outside of clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer inspected the system onsite and confirmed that the wireless footswitch had connection problem. The fse reconnected the battery, which resolved the issue temporarily. Upon further troubleshooting, fse found that the base station's rf communication led was off, the power led was green, the wi-fi indicator led was solid red, and the battery indicator was red. The defective wfs and wfs base station was replaced and return to philips for further analysis. The analysis of the wireless footswitch revealed that the wireless connection symbol isn't working properly, and the battery symbol doesn't blink while charging. Instead, the indicator turns red when the battery is removed. However, the cause of the wfs base station failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working condition. This event is not associated with any ongoing field safety corrective action. The codes were updated based on the investigation outcome.